Event description:
It was reported that the hcp (healthcare provider) wanted to do a 100 mcg bolus on (B)(6) 2014 because the patient was not getting any drug. A bolus had been programmed the night prior and had worn off. They were planning to replace the pump later in the evening and hcp wanted the patient to have the bolus before the replacement. The device system was delivering baclofen. It was later reported that the pump had stalled on (B)(6) 2014. It was restarted and then stalled again. The pump was replaced. It was later reported that the patient was doing much better since the replacement. It was later reported that the patient experienced lack of therapy due to not receiving drug; the exact symptoms were unknown by this reporter.

Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing.

Event description:
Additional information later reported an unexplained motor stall with eri 19 months. The patient was reported to be doing "excellent" and receiving effective therapy.